Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient put the pod on 3 days prior to the arm and experienced some burning/itching sensation on the site. She ignored it until a coworker pointed out that she had blisters on the site. The patient went to the doctor, who had drained the blisters and one got popped. The site was cleaned and ointment was applied with gauze. She was diagnosed with an allergic reaction to the adhesive. Her blood glucose had reached 370mg/dl. The patient was prescribed mupirocin 2% ointment to apply 3 times a day with 2 refills.